Event description:
The customer reported a malfunction resulting in the loss of mechanical ventilation. The system was restarted and the case resumed. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. However, based off a review of the device logs it was determined the anesthesia control board required replacement which was performed and reported to have corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).